Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1606200500, 510k # k131321, and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fixation at t10-iliac, oblique lumbar interbody fusion at l2-l4, and posterior lumbar interbody fusion at l4-l5 and l5-s1. On an unknown date, post-op, rods on both sides of l4-l5 were broken. There was pseudoarthrosis also noted at l4-l5. Hence, the patient underwent a revision surgery, in which the broken rods were explanted. Rod re-insertion, l4/5 curettage and bone grafting were also performed during this revision surgery.